Event description:
The customer observed smoke from the architect c4000 analyzer. Samples were being processed by the instrument, when the customer noticed the system control center (scc) monitor was blank. When the customer looked at the back of the computer to check the connections, smoke appeared to be coming from the central processing unit (cpu, microprocessor and other computer components), specifically from the p/s grate. The smell of smoke was also observed, but no flame was observed. The instrument was shut down. No fire or injury was reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer was dispatched to the account and found the damaged power supply on the architect c4000 analyzer. The smoke from the system control center (scc) f+ power supply (rohs) part number 7-206072-01 was limited to this part and did not spread to other parts of the equipment. The part was replaced and the analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. Architect c4000 serial number (B)(4) service history was reviewed, and no contributing factors were found. There were no subsequent reports of smoke/burn issues with the new main power supply after the part was replaced. Historical complaint data was reviewed. No adverse trend was identified for this issue. Product labeling was reviewed and was found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect c4000 scc f+ power supply (rohs), no product deficiency was identified.